Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned unit was a 90s probe, the returned unit was visually inspected under microscope. Electrode and ceramic still attached on the tip. Wear marks, burnt stains were observed on the probe tip. Functional inspection : the probe was connected to a crossfire console and performed an operational simulation using a piece of tissue paper in saline no abnormal condition was observed during the test. The alleged claim of continuous activation cannot be duplicated. However, an excessive signed of fluid ingress observed on the buttons dome after the unit was dissected. As part of the investigation is to read the activation history of the probe according to the activation history obtained from the serfas reader box the device was activated a total of 41 instances. The probable root cause/s could be a leak which permitted water to ingress into handle where the electrical components are causing a short circuit and contribute the continuous activation, button stuck on firing position, inadequate gluing/welding of core to handle, user accidentally submerges device in saline, inadequate gluing operations (tip and core/lumen). (B)(4).

Event description:
It was reported that the probe did not shut off even when the foot petal and hand control were not being used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe did not shut off even when the foot petal and hand control were not being used.